Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned without the product labeling or packaging. No kinks were noted along the catheter length. No anomalies were noted to the saline hub. The core wire was not fully seated inside the proximal handle. An anomaly was noted on the outer catheter 118.2cm distal to the strain relief. Bunching was noted at the strain relief due to the core wire not fully seated in the proximal handle. The distal end was examined under magnification (10x) and it was observed that the distal tip and marker band were missing from the catheter. The tip was not returned for evaluation. The core wire remaining within the catheter was measured to be 144cm, indicating that 9cm of the core wire and distal tip was not returned for evaluation. The distal end of the catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. No anomalies were noted to the transducer handle. Functional/performance evaluation: no functional testing could be performed due to the condition of the returned sample (i.e. Detached catheter and tip). Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for tip and marker band detachment as the catheter distal end was missing. The definitive root cause for this event could not be determined based upon the available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter.

Event description:
It was reported that the distal tip and the marker band of the recanalization catheter allegedly detached during advancement through an occlusion in the posterior tibial artery. Reportedly, the health care provider (hcp) used balloon angioplasty to move the detached distal tip from the posterior tibial artery to the common plantar artery to prevent blood flow blockage of the collateral circulation at the posterior tibial artery. The hcp left the detached marker band in situ and used balloon angioplasty to press the marker band against the wall of the posterior tibial artery. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip and the marker band of the recanalization catheter allegedly detached during advancement through an occlusion in the posterior tibial artery. Reportedly, the health care provider (hcp) used balloon angioplasty to move the detached distal tip from the posterior tibial artery to the common plantar artery to prevent blood flow blockage of the collateral circulation at the posterior tibial artery. The hcp left the detached marker band in situ and used balloon angioplasty to press the marker band against the wall of the posterior tibial artery. There was no reported patient injury.